Event description:
Additional information received from the manufacturer representative (rep) indicated that the lead was twisted multiple times and this led to the high impedances and ins movement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of lead model 3889-28 lot # va0x8e9 showed all 4 conductors were broken 12.7 cm from the proximal end, 3 conductors were broken 3.7 cm from the proximal end and 1 conductor was broken 21.8 cm from the proximal end. The lead (and insulation) was also twisted. The outer insulation of the lead was broken under connector #0. These were the result of factors not related to the product reliability. No electrical shorts were identified between the circuits but had open circuits between all 4 conductors.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0x8e9, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Rep reported the patient came to the office complaining of lack of symptom relief and ins moving in pocket. The healthcare provider (hcp) found high impedances on electrode 3 and scheduled the patient for a revision. Patient remembers falling, but does not remember when. A successful lead revision was completed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported.